Event description:
The lay user/reporter called lifescan (lfs) in 2007 alleging the one touch ultra meter was reading inaccurately low and missing segments. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the missing segments issue began on two days earlier, at 11:00 a.m. The patient tested on his meter and obtained a meter result of 57 mg/dl. Based on the meter result, the patient ate cake with frosting, 2 sandwiches, and soda. After the reported issue, he developed symptoms of frequent urination, hunger, and he tested positive for ketones. The patient tested on another device and obtained a meter result of 574 mg/dl. The patient denied receiving medical attention following use of the meter. The missing segments issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved, and the patient allegedly treated for the low result and subsequently suffered symptoms of high blood glucose, which was confirmed by a blood glucose result.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.